Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release.

Event description:
Pt's sister reported that, he passed away from hypoglycemia; it is unk if the pt was on insulin pump therapy at the time of the event.